Event description:
It was reported that during an open colectomy procedure the instrument worked well. No complication or any other abnormalities. Now we get the information that patient had to be re- operated because of small intestine perforation and beginning sepsis. Surgeon assumed burn necrosis on small intestine because of heat dissipation of the super jaw instrument during the surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: colectomy; surgery date: (B)(6) 2014. "During surgery everything was ok but 7 days post surgery patient shows symptoms of a sepsis and abdominal pain. During re-surgery a burn hole in the duodenum could be observed. After re-surgery the patient still needed to be treated at the intensive care unit and is not in a good condition. In both cases ((B)(4) the same incident occurred) the same surgeon performed the procedure. He was just converted from covidien (ligasure) to enseal. During training of the customer our sales rep. Clearly pointed out that the instrument and the jaws may become hot." Additional information requested but not received: how long has the surgeon and account been using the super jaw device? Was the rep present for the procedure? What other instruments were used during the surgery? Where was the super jaw being used at during the procedure? How was the perforation repaired during the 2nd procedure? Was the super jaw odp (optimal performance) training done? Would the surgeon ((B)(6)) and/or sales rep ((B)(4)) be willing to speak to our medical affairs doctors? What evidence is there as to thermal injury ¿ what makes the surgeon believe the perforation was a burn? Was the super jaw odp (optimal performance) training done? Would the surgeon ((B)(6) ) and/or sales rep ((B)(4)) be willing to speak to our medical affairs doctors?